Event description:
The clinician reports that the day the implant was placed in ada 6, failure occurred upon insertion. Details of surgery: primary stability not achieved, implant surface not completely covered with bone and ridge augmentation. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: abscess and inflammation. No further patient complications were reported.